Manufacturer narrative:
The device was evaluated and the customer's allegation was confirmed. The evaluation found, neither air nor water was fed due to clogging of nozzle. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: due to a pinhole on channel-tube, water tightness was lost; plastic distal end cover had a dent; there was a crack on the light guide lens; paint on suction-cylinder was peeled; suction-connector (s-connector) was dirty due to water leakage; adhesive on bending section cover had white-clouded area, a crack and a chip; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value and bending angle in up direction did not meet the standard value and the control unit had discoloration. Scratches were found on the protector of universal cord on s-connector side, universal cord, switch 2 and on the connecting tube. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had defective air and water supply. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the nozzle and the plastic distal end cover had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per the information obtained from the customer, it is unclear whether reprocessing was carried out as per instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle and foreign material adhering to the distal cover could not be identified. However, it¿s likely the cause of foreign material adhering to the distal cover is related to physical damage to the device. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. - prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.